Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 575 mg/dl. The customer's also stated that the last sunday her blood glucose was 300 mg/dl. The customer did not experience any symptoms as a result of high blood glucose. The customer was treated with manual injection and bolus. Customer states the drive support cap appears normal. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did not allege pump was under delivering. The device will not be returned for analysis.